Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/16/2002 and was last repaired on 07/09/2012. Evaluation of the device observed that the power switch on the power supply was damaged and the output voltage needed to be adjusted to the correct specification. It was also observed that the control bar on the electric dermatome was not flush with the master blade. The device ran within specifications and the device was within calibration specifications. The cause of the failure was most likely due to a broken power switch. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was working intermittently during surgery. Additional clinical follow up with the customer indicated that the issue was observed both before surgery and during surgery. There was no patient harm; however, surgical time was increased and the patient was under general anesthesia. The amount of time that the surgery time was increased was not stated. An alternate device was available for immediate use.